Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 1688t lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported the a the right ventricular (rv) lead had high right ventricular (rv) and superior vena cava (svc) coil impedances and a fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.